Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low sensing values. At some unknown point in time the bi-ventricular stimulation was turned off. During the procedure to replace the rv lead, it was noted that the lead had normal measurements through the analyzer. The pace/sense portion of the lead was capped and the high voltage portion remains in use. A new pace/sense lead was implanted. A connector issue could also not be excluded. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.